Event description:
A pt reported possible inaccurate low results with onetouch meter. Pt has had diabetes for 25 years and self-monitors blood glucose 3-4 times per week. On the morning of the event date, pt's blood glucose was 6.1mmol/l on ot meter. Pt took 28 units of humulin n, and went to work. At work, pt did not feel right and was taken to ER. In the ER, pt's blood glucose was 18.5mmol/l on unknown meter. Pt was admitted to hospital, but due to lack of beds, pt returned home where pt later experienced "vision got very troubled". Pt returned to hosp and was admitted with a heart stroke. Pt stayed at hosp for an unknown period. In 2001 pt obtained a blood glucose reading of 6.1mmol/l on ot meter versus 11.5mmol/l for a laboratory test result. In a subsequent comparison of ot meter to a bayer meter, results were reportedly almost equal. No further info available to indicate a ot meter malfunction. Meter has been replaced.